Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. Fluid was leaking inside the cassette compartment area. The pd nurse stated the pt developed peritonitis due to the leak on (B)(6) 2014. The onset of peritonitis was (B)(6) 2014. The pt's effluent was cloudy. The pt was not hospitalized. The pt's lab results reported (B)(6) in the abdominal fluids.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. A supplemental report will be filed upon completion of the investigation. Medical records have been received by the MFR. A supplemental report will be submitted upon final review of medical records by post market clinical physician.